Event description:
Since I had the essure procedure implanted in me on (B)(6) 2013 I have been having many issues up until now. Present. I have bloat, swelling, very heavy bleeding, ovation cysts, pain and tenderness in my pelvic region, pain that's consistent on my right side where one of the coils was implanted. Lightheaded, dizziness, migraine headaches, pain during intercourse, severe acne, breast tenderness, bowels movements have changed drastically since essure has been implanted in me. I'm always constipated. Before essure I had none of these ongoing symptoms. I have always been healthy except for a previous illness epilepsy as a child. (B)(4).